Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, where the pig tail connects to the t.w. Power supply it was shorting out. The hospital manually held the cord for thirty minutes to complete the procedure.